Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in hospital for an unrelated event. High and increasing impedance, and very high thresholds were noted on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.